Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 200cc, catalog number 3502001bc. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary procedure with a gel mentor memorygel breast implant 200cc and experienced bilateral rupture and bilateral capsular contracture baker grade unknown. As a result, the patient had undergone bilateral explantation and replacement with unspecified gel implants on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/09/18, it was reported to mentor that device evaluation and investigation findings: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel and white material were observed on the shell surface. Product evaluation team¿s visual examination of the device revealed a crease on the anterior aspect. Two rents were discovered on the anterior aspect; rent a measuring 1.5 cm and rent b measuring approximately 0.3 cm. Microscopic examination of both rents edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of both rents edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/14/2018, it was reported to mentor that lot number of left device received is 269156 and lot number of right device received is 5557673. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/10/2018, it was reported to mentor that the device history record ( DHR) of lot number 5557673 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).